Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump. The customer planned to use manual daily injections as a backup therapy until the new pump arrived.